Manufacturer narrative:
A ge oec service representative investigated the issue, and multiple service issues were found on evaluation. The system was completely upgraded with a single board computer upgrade, including all associated components for compatibility (pcbs, drives, software). The system was tested, found to be operating as intended, and released to customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported cut out while recording cine after 5 seconds.